Manufacturer narrative:
The event device is anticipated to return to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: colectomy event description: this occurred during the procedure: the sheath of the ring completely detached from the internal purple ring without any tearing, which caused significant leakage and therefore required the replacement of the device with another one. This occurred when he removed the device through the alexis gel port and then returned to the laparoscopic approach. There was significant gas leakage. They used a new gel point. Additional information received from applied medical representative via email on 12mar26: no picture has been provided. The leakage occurred during procedure. The gelpoint been in use for 1 hour before the sheath detachment from the purple inner ring was observed. The purple inner ring was unrolled during procedure. Pression was set to 10 flow 35. No damages on the gelseal cap. Intervention: they used a new gel point. Patient status: patient is good.